Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24836. It was reported that the patient presented with lead noise oversensed on their right atrial and right ventricular leads, causing pacing inhibition. The leads were explanted and replaced. The patient was asymptomatic to the event and was in stable condition.